Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer needs its pen calibrated/adjusted. It was further reported that it was being returned as part of the inventory pullback initiative. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the stylus needed to be calibrated, it was off from the cursor by less than a half inch in some places and therefore the connection from the xy to the overlay was reseated and the stylus calibrated. The programmer then passed its safety and functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.